Manufacturer narrative:
The technical analysis of the affected cftrd led to the following results: all device components were in accordance with their specifications; no deviation could be identified. The review of the lot based production quality records did not reveal any abnormalities, meaning that a manufacturing error can be ruled out. In summary, the cause of the error is not device related but can be attributed to a procedural complication. Bowel perforation is a known procedural complication in the resection of colon lesions. The risk of causing a perforation is listed in the instructions for use. It is addressed in the user trainings, to verify successful clip application before resection of the target tissue. Note: this report is a retrospective submission of complaints from the year 2024.

Event description:
During an intervention in the posterior wall of the stomach corpus for tumor removal, clip deployment was mistakenly assumed and resection performed subsequently without verifying clip application beforehand. While retrieving the endoscope the on the cap remaining clip came off at the distal end of the esophagus. The clip was saved without any complication. The perforation caused in the stomach and the esophagus could be closed with otsc clip. The patient was hospitalized over the weekend for observation.